Event description:
During product evaluation, a baxter engineer found failure code 16 in the pump's event history. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No addditional contact information is available.